Event description:
The customer reported that the autopulse platform (B)(4). Displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No further information was provided. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.